Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance alert. The right ventricular lead exhibited high impedance and loss of capture. It was noted that the impedance gradually climbed since (B)(6) 2017 and the performance of the lead was mixed. Lead replacement was discussed. Patient's family chose to leave the lead as is. Patient was in good condition.